Event description:
It was reported that the patient presented to the emergency department with progressive dyspnea for one week with associated symptoms orthopnea, paroxysmal nocturnal dyspnea and cough without sputum when lying down. It was also reported that in the previous week the patient suffered from wound bleeding, was treated with compression and condition improved. Evaluation of the patient revealed bilateral pleural effusion. The presented again to the emergency department, physical exam showed bilateral basal rales, electrocardiogram (EKG) showed atrial fibrillation, pulmonary congestion and cardiomegaly. It was also reported that the patient was under the impression of acute exacerbation of heart failure. The event was reported as related to the right atrial (ra) lead. The patient was administered anti-arrhythmic medication, fluid retention and vessel treatment injection. The ra remains and use, with further actions or treatment planned. Additional information indicated the issue was resolved approximately ten days following onset. No further patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.